Manufacturer narrative:
Additional information: device evaluation:the lens was returned dry in a microcentrifuge vial. The lens haptic was caught on vial cap. Visual inspection found lens haptic deformed and residue on lens surface. Corrected data: the reporter indicated the surgeon implanted a 12.1mm vtich12.1 implantable collamer lens, +2.5/+6.0/095 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018 . On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault. The problem was resolved. (B)(4).

Manufacturer narrative:
PMA/510k: the product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vtich12.1 implantable collamer lens, +2.5/+6.0/100 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault. The problem was resolved.